Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death.

Event description:
It was reported that the vns patient underwent lead replacement surgery on (B)(6) 2014 due to high lead impedance. Diagnostic results were provided on the day of surgery; however it is likely that the device was tested after the lead was replaced as it showed normal lead impedance. Follow-up revealed that high impedance was first observed during an office visit on 01/30/2014. It is believed that the patient¿s device was subsequently disabled. X-rays were taken and were reported by the physician to be unremarkable. X-rays dated (B)(6) 2014 were provided to the manufacturer for further review. The generator appears in the left chest in a normal placement. The filter feed-through wires appear to be intact. The lead connector pin appears fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. Part of the lead was behind the generator and could not be assessed. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. Based on the images provided, the cause high lead impedance remains unknown. Clinic notes were received indicating that the patient began experiencing an increase in generalized tonic clonic type seizures and daily tonic and myoclonic seizures when high impedance was first observed. The patient¿s mother believed that the increase in seizures was due to a medication change. The physician noted that the increase in seizure may be due to the high impedance. Operative notes were received for the replacement surgery. Prior to replacing the lead, the patient¿s device showed high impedance and the surgeon confirmed that the high lead impedance was not due to incomplete lead insertion. The surgeon noted that the patient¿s nerve was slightly pulled up from scar tissue. Some scar tissue was dissected from the jugular vein and the surgeon was able to identify the electrodes around the nerve. The surgeon removed two electrodes from the patient¿s lead for additional space superior to the nerve and replaced the lead. The surgeon noted that the coating of the lead came apart in the chest wall and presumed it was the cause of the high impedance. The patient¿s existing generator was tested with the replacement lead and showed lead impedance within normal limits. Further follow-up revealed that the patient¿s seizure frequency improved after lead replacement surgery. The explanting facility discarded the explanted device; therefore, no analysis can be performed.

Event description:
The surgeon reported that the coating that was coming off of the lead wire was only the outer tubing and not the inner tubing.